Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states the tray had 10 sponges wrapped together with an additional sponge folded on the bottom of the tray.

Manufacturer narrative:
One open package contained 11 unbanded sponges. The binding tape was not provided in this package. The second open package contained 11 unbanded element sponges; this package did contain the binding strip which had the embossing letter of 0 on it. The reported condition is confirmed. The most likely root cause is that when the sponges were manually placed in the formed tray the operator may have inadvertently grabbed an incomplete set of sponges. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a scale system is set up to detect miscounts at the autobander process. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) has been opened to address similar issues described in the compliant. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. Implementation of this CAPA will optimize the autobander process in which a failure mode and effect analysis will be updated to include this complaint issue and to identify the occurrence. This CAPA is currently in the investigation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.